Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the distal conductor is distorted in the connector at (B)(6). No further helix testing was possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant attempt, the lead dislodged. The lead screw was not coming out after multiple rotation attempts. During the rotation attempts, the screw suddenly came out and then would not work again. The lead was not used and a different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.